Event description:
Defective oxygenator noticed intra-operatively. Pts arterial blood was dark. Immediate intervention required to change oxygenator. Pt's body temperature cooled to 27 degrees, bypass interrupted. Pt placed back on bypass and arterial. Blood immediately became red. Pt alert, move all extremities post-op. Extubated.